Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was 87 mg/dl. The mother could not recall any significant events leading to the alarm. The mother stated the customer may have sat on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.